Event description:
It was reported that when using the bd pyxis¿ es server, the medication field was grayed out, and an error message stating that a dosage order was not found was displayed. The customer reported that this occurred when ordering medications. They also mentioned that the issue was happening for multiple patients and across multiple stations.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the medication greyed out and error messaged had shown dosage order was not found. A technical support specialist dialed into the server to validate the status of the medication identity (ID) and identified that the order was detected as 0 cup, updated it to 1 cup, waited at the station for confirmation within 30 minutes. The tss informed the customer to resubmit the order, but the modified order still did not work because the medication formulary settings had been revised by the informatics team. After the formulary changes were corrected, the medication displayed normally. The issue was resolved, and the customer granted permission to close the ticket. The system functioned as intended after the technical support specialist investigated the device.